Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube window, broken reservoir tube lip, cracked belt clip slot, and display window.

Event description:
It was reported that the display and the reservoir window on the insulin pump had a crack. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.